Manufacturer narrative:
The impella device was discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient was placed onto impella support for coronary artery bypass graft. While on support, patient was diagnosed with potential hit+ prior to surgery. Chest was closed and up to the unit after multiple vasoactive medications started and blood products given.

Manufacturer narrative:
H6: added type of investigation codes b11 and b13 h11: added the results of the investigation. Investigation summary no product was returned for investigation. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Device history lot ==> device lot: 1969461 device history review ==> device with sn: (B)(6) passed all post sterile inspection checks.